Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Antibiotics were administered and the patient was placed on palliative care and discharged to home on (B)(6) 2015. On (B)(6) 2015, the patient expired at home. The death certificate indicates the cause of death was chf. The study physician indicated the increased mr was the result of worsening cardiomyopathy. No additional information was provided. The device was not returned and there was no reported device malfunction. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea, infection, worsening mitral regurgitation, renal insufficiency or failure, heart failure, and death are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
This event is filed for congestive heart failure, renal insufficiency and patient death assessed by the study physician as possibly related to the mitraclip device. It was reported that on (B)(6) 2013, two mitraclips were implanted reducing functional mitral regurgitation (mr) from grade 4 to <1. On (B)(6) 2014, the patient was hospitalized with dyspnea, symptomatic congestive heart failure (chf), acute on chronic renal insufficiency, hyperkalemia and acute exacerbation of chronic obstructive pulmonary disease (copd) with chronic bronchitis. The patient was placed on dialysis and symptoms were stabilized. One unit of blood was transfused on (B)(6) 2014 and the patient was discharged home on (B)(6) 2014 with plans for long-term dialysis. Transesophageal echocardiogram (tee) performed on (B)(6) 2014 noted severe mitral regurgitation (mr); the mitraclips were noted to be well attached to the leaflet wall and functioning as expected. Per study physician, it is possible that the acute on chronic chf and acute on chronic renal insufficiency is related to the study device. On (B)(6) 2014, the patient was hospitalized with increasing dyspnea, aspiration pneumonia, and acute exacerbation of end stage chf. Tee performed on (B)(6) 2014 noted moderate to severe mr.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: per the study physician, the patient's death is possibly related to the study device and study procedure. No additional information was provided.